Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, entire drawer 2.1 was disconnected and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer 2.1 entire drawer was disconnected and needs maintenance. A field service engineer (fse) resecured all row board cables, resecured all retractor cable connections, and resecured internal pyxibus cables. Fse inspected the unit for loose medications and debris, inspected drawers for rail operation and the presence of slide bumpers. Fse tightened any loose drawer fronts. The system functioned as intended after the field service engineer repaired the device.